Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2003. Subsequently, patient was revised on (B)(6) 2013 due to patient allegations of pain, swelling, inflammation, metallosis, elevated levels of metal ions, damage to surrounding bone and tissue, lack of mobility, loss of range of motion, adverse tissue reaction, pseudotumor, and metallic debris. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 3 of 3 MDR's filed for the same event (reference 1825034-2014-01662/-01663/-01664).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "undesirable shortening of limb. " this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6), 2003. Subsequently, patient was revised on (B)(6), 2013 due to patient allegations of pain, swelling, inflammation, metallosis, elevated levels of metal ions, damage to surrounding bone and tissue, lack of mobility, loss of range of motion, adverse tissue reaction, pseudotumor, and metallic debris. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the july 25, 2013 left hip revision operative report noted the revision was due to adverse local tissue reaction, elevated metal ion levels and a pseudotumor. Operative report further noted that patient was 1mm short on her left side and the presence of a grayish pseudotumor, metallosis granuloma, and straw-colored joint fluid. The modular head and acetabular cup and liner were removed and replaced a competitor's acetabular components and a biomet head.